Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the obtuse marginal artery with mild tortuosity and moderate calcification. After pre-dilating the lesion with a 1.5x12mm mini trek balloon dilatation catheter (bdc) and a 2x12mm bdc a 3.5x12mm xience xpedition rx stent delivery system (sds) was advanced toward the target lesion, the stent system was inflated to 10 atmospheres (atm) and the stent was implanted and a distal edge dissection was noted. A 3.5x12mm xience xpedition stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.